Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer declined troubleshooting and reported the issue would be resolved without assistance from tandem technical support. The customer's blood glucose was 80 mg/dl.